Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system alerted that it was hit and therefore out of use. It was stated that the component that was damaged was the camera. The striking meter turned led on which warned that the camera was not working properly and probably went out of calibration.

Manufacturer narrative:
Device evaluated by MFR: the system was serviced in the field, and optical communication failed. There was a camera malfunction. It alerted that it was hit and therefore out of use. No hardware parts were replaced. The system did not perform as intended. Concomitant medical products: other relevant device(s) are: psu kit 9735339r spectra rwk rohs. If information is provided in the future, a supplemental report will be issued.